Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #: the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The vial was found to have been exposed to moisture. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 correction: in this follow up it was stated that the test strips were found to have results below range when tested with c/s when it should have read: in addition a secondary issue was noted; the meter was found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan's quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. A device history record review was performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is also being sent to correct information previously submitted within follow up #1. The alert date of follow up #1 should have stated 3/30/2016. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verioiq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 12:27pm. The patient stated that she obtained the result of "340 mg/dl" using the subject meter compared to feelings/normal results. The patient manages her diabetes with self-adjusting insulin. After obtaining the result of "394 mg/dl" at 2:47pm, the patient took 15 units of fast acting insulin in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaking and cold" at 3:34pm and at 6:24pm the patient took another 4 units of fast acting insulin after obtaining a further result of "482 mg/dl." The patient took additional results of "368, 303, 331, 224, 256 and 293 mg/dl" during that day. At 5:21am the following morning, the patient woke up "sweating" which she associated with a symptom of hypoglycemia; however she took 3 units of fast acting insulin due to the high result. At 7:37am she obtained a result of "357 mg/dl" then at 10:15am a further result of "375 mg/dl." The patient took 10 units of fast acting insulin instead of her usual 5 units and she had food/drink. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient performed a walk-through control solution test and the result was not in range and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed that she developed the symptom of "shaking" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.